Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation reported by the patient .there was no report of patient harm or injury.there was no report of medical intervention. The manufacturer was made aware of this complaint through a representative of the customer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation reported by the patient. There was no report of patient harm or injury. There was no report of medical intervention. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer observed an unknown contaminant, similar to sticker residue, was observed on the top enclosure. A dust-like contaminant was observed on the top enclosure, front panel, rear panel, bottom enclosure, blower, blower seal, and blower box. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error code. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination and water marks in the device and are consistent with being from an external source. In this report box h has been updated.